Manufacturer narrative:
Evaluation of the returned lightning was unable to confirm the reported event. The returned device was full of blood, but there was no damage to the unit. During functional testing, the audio and visual cues were functioning as intended. The returned clot was able to be aspirated into the demonstration engine without issue. The root cause of the lightning unit becoming clogged could not be determined. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery and lilac vein using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, the lightning became clogged, and the indicator light on the lightning turned yellow. Subsequently, multiple attempts were made to clear the lightning. The lightning was disconnected, and the flow switch was turned on while the engine was on. Also, the hospital technologist put her thumb over to trick the sensors and put the lightning in saline; however, the lightning remained clogged. Afterwards, the hospital technologist flushed the lightning using a 60cc syringe with a 3 way stop cock; however, all attempts were unsuccessful and each attempt that was made resulted with a solid red indicator light on the lightning. After rebooting the system, a fourth time, the physician asked for another lightning; therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.